Event description:
Surgeon was shaving soft tissue. At some point during the procedure the blade stopped working. The surgeon removed the blade from the joint and noticed that 1 of the slots was missing from the cutting window.